Event description:
It was reported that the patient complained of chest discomfort and pain since implant and had a small pericardial effusion. The right ventricular (rv) lead had out of range threshold measurements. The right atrial (ra) lead had out of range sensing measurements. Both leads were repositioned and gave satisfactory measurements. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3058, mgu ipg, implanted: (B)(6) 2013; 3093-28, mgu lead, implanted: (B)(6) 2013. (B)(4).